Manufacturer narrative:
No returns were made available from the customer site for evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Reagent sensitivity testing was performed using a retained reagent kit of lot 57769li00 and met specifications. Clinical sensitivity testing was performed using a retained reagent kit of lot 57769li00 with in house and commercially available panel samples. All specifications were met, indicating acceptable performance of this reagent lot. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(4)

Event description:
The customer reports that in (B)(6) 2015 one patient generated an architect (B)(6) on the architect i2000sr analyzer. The sample also generated (B)(6) with two non-abbott platforms. In (B)(6) 2015 this same patient generated an architect result of (B)(6) while one of the non-abbott platforms also generated a (B)(6) while the other generated a (B)(6). The most recent sample from this patient (now pre-surgical) generated an architect result of (B)(6) while one of the non-abbott platforms also generated a (B)(6) while the other generated a (B)(6). There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.